Event description:
The customer reported that after a therapeutic plasma exchange (tpe) procedure, the rn noticed the patient's hematocrit (hct) increased by 11.6%. The patient's hematocrit increased from 46.4% to 58.1%. No medical intervention was necessary for this event. The patient is reported in stable condition. The customer declined to provide the patient identifier and patient age.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately.

Manufacturer narrative:
Investigation: a review of the last year of service history for this device indicated no other reports related to this issue. An internal report indicates no further related issues have been reported for this device. A semi-annual preventive maintenance (pm) was successfully performed. Root cause: the root cause for the higher than expected hct value could not be determined.

Manufacturer narrative:
Method code: data validation investigation: the customer stated that he terminated the procedure due to problems with the patient's catheter. Fluids hanging were acda and normal saline. 5% albumin was used as replacement fluid. Ac used was 1701ml, ac to patient was 704ml. Fluid volume replaced was 5045ml and fluid volume removed was 5845ml. A service call wa placed and a full machine checkout was performed. The machine is functioning per manufacturer's specification. An auto test and saline run was successfully performed. The run data file (rdf) was analyzed for this event. Based on the information available in the run data file, the spectra optia system operated as intended, however there is no indication of a clear root cause for the increase in the patient¿s hct post procedure. The aim system detected rbc interface near top of channel alarms that occurred late in the procedure do indicate that it is possible there could have been some type of fluid shift during the procedure which in turn could have resulted in the higher than expected measured patient hct. However, based on the available information, a root cause for any kind of fluid shift is unclear at this time. It also cannot be ruled out that the difference in the patient hct could be due to a lab or measurement discrepancy. Investigation is in-process. A follow-up report will be provided.